Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in-clinic symptomatic with fatigue. Upon interrogation, it was found that the device delivered inappropriate antitachycardia pacing therapy due to atrial fibrillation with rapid ventricular response. Programming changes were performed. Patient was stable and will continue to be monitored.